Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 31 mm amplatzer amulet was chosen for procedure. During the procedure, in order to obtain an ideal orientation of the lobe, a kinking of the delivery sheath occurred at the level of the septum. After partially recapturing the lobe two times, the user decided to troubleshoot under fluoroscopy at the level of the connection between the cable and the disk. While the amulet device was still connected to the cable, it was determined that it was impossible to retrieve the amulet in the delivery sheath. While withdrawing both the delivery sheath and amulet through the septum and through the skin, at the site of the puncture, the amulet was retrieved in a "ball position" thru the septum and thru the skin. The delivery sheath was kinked (picture 2), and the problem that was thought to be at the connection site was confirmed. During a second attempt, a new trans-septal puncture was made using a new 34 mm amplatzer amulet and new delivery sheath. Despite heparin, there appeared to have been a thrombi present which increased the patients risk of stroke. Good stability of the lobe was not achieved as dislodgment of the amulet during a tug test occurred. A pericardial effusion was confirmed on an echocardiogram (echo). Due to the patients instability, (hypotension, tachycardia) drainage of the pericardial effusion was required. The patient remained stable after the pericardial drainage. Two attempts at implant were completed without success. No additional information has been provided. Related manufacturer report number: 2135147-2021-00349.

Manufacturer narrative:
An event of pericardial effusion was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Additionally, four photographs from the field appeared to show a kinked sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.